Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump emitted a low battery alarm. The reporter alleged that the pump was beeping and loading followed by going blank after loading to the home screen. Reportedly, it was difficult to remove the battery cap and the battery caps threads were stripped. It was also noted that the battery compartment threads were stripped. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 01/31/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 01/18/2014 with the following findings: a review of the pump history showed an unconfirmed call service alarm on 11/15/2013. The pump history showed that at the time of the call service alarm, pump voltage was low. Evaluation revealed that the battery compartment was cracked near the case seal; the battery compartment threads were not stripped. The returned battery cap threads were stripped and the coins slot on the top of the cap was damaged. The battery cap was difficult to attach and remove from the pump. Using the returned battery cap, the pump was able to power up and was exercised for 24 hours with no loss of power occurring. The pump cover was removed and no evidence of moisture or damage to the internal components was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.